Manufacturer narrative:
Discrepant negative grading in antibody screening for one proficiency sample. The root-cause of the discordant negative grading in antibody screening obtained by the customer was not confirmed. The most probable root-cause of the discordant negative antibody screening result obtained by the customer is sample-related, proficiency¿s anti-e(rh3) antibody being weak and at or around the detection limit of the reagents and technique used and/or associated with the variability of expression of the e(rh3) antigen present on the reagent red blood cells. No general product failure was identified. No biased result was reported to the proficiency supplier. No patient was harmed.

Event description:
A customer complained after obtaining what was described as a discordant negative reaction grading in antibody screening test for a proficiency sample using ortho biovue system anti-igg cassette in conjunction with an ortho vision biovue analyzer. Complainant name: mrs (B)(6), chief medical scientist. Complaint reporter name: mr (B)(6) ¿ ortho local distributor. Event date: (B)(6) 2019. Reported on: (B)(6) 2019 by the customer to ortho distributor who reported it on the (B)(6) 2019 to ortho care helpdesk. Software version: (B)(6). Reagents: ortho biovue system anti-igg cassette lot igc044f expiry date 27 april 2019, manufacture date 30 august 2018. 0.8% surgiscreen lot 8ss9070 expiry date 19 february 2019, manufacture date 18 december 2018. 0.8% resolve panel c lot 8rc545 expiry date 19 february 2019. Sample information: sample is from (B)(6) neqas exercise 19e1 distributed on 21 january 2019. Sample 4 is having a weak anti-e(rh3) antibody (titer 1 vs r""r cells). Sample ID is (B)(6). The customer said that they had tested sample 4 of (B)(6) neqas exercise 19e1 for antibody screening in iat technique using ortho biovue system anti-igg cassette and 0.8% surgiscreen and that they obtained: on (B)(6) 2019 at 15h52 in conjunction with an ortho vision biovue analyzer, an indeterminate reaction with cell 2 that customer modified to a weak positive reaction (1+ reaction strength) and negative reactions with cells 1 and 3 of the red cell reagent (cassette ID (B)(6), columns 1 to 3). On the (B)(6) 2019 at 13h51 in conjunction with an ortho vision biovue analyzer, negative reactions with the three cells of the red cell reagent (cassette ID (B)(6), columns 4 to 6). On the (B)(6) 2019 in biovue manual technique with the same reagent lots 0.5+/1+ reactions strength with cell 2 of the 0.8% surgiscreen red cell reagent. The customer reported that the same sample was tested for antibody identification in iat and enzyme techniques using 0.8% resolve panel c in biovue manual technique and that they were able to identify an anti-e(rh3) antibody (reactions obtained were 1+/2+ in iat with respectively r''r / r2r2 cells and 3+ in enzyme with both cells r''r / r2r2). The customer reported that no biased result had been reported to the proficiency supplier. No patient had been harmed as a result of the reported event.